Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information was received and it was learnt that at the 6-month follow up visit ((B)(6) 2018), the patient reported being moderately bothered by halos (causing difficulty driving at night), very bothered by sensitivity to light (with difficulty seeing distant objects in bright light, and not able to tolerate bright sunlight), moderately bothered by glare (with difficulty driving, especially with sunlight glare from snow) and slightly bothered by poor low light vision (with difficulty seeing small prints). The bcdva (best corrected distance visual acuity) os (oculus-sinister/left eye) was 20/16. The uncorrected distance visual acuity for both eyes together (ou) was 20/20. The patient reported no pain but did have some tearing in both eyes. No additional treatment was performed and there was no plan to explant the lens. The following section was updated accordingly: patient code 3191 - glare. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient who underwent implant of multifocal intraocular lenses (iols) in both eyes was very bothered by halos with difficulty driving at night, dusk and dawn. The patient reports moderately bothered by starbursts with difficulty driving at night. Patient also reports extremely bothered by photophobia with difficulty in bright light during the day, at night, at dawn, and at dusk. The patient's bcdva (best corrected distance visual acuity) was 20/16 ou (both eyes). There was no patient injury and there is no treatment indicated at this time. No additional information provided. This report pertains to left eye (os).

Manufacturer narrative:
Additional information was received and it was learnt that the study was unmasked and following information was received for patient's left eye: brand name: tecnis symfony serial#: (B)(4) model #: zhr00 catalog#: zhr00u0180. Expiration date: 3/30/2023. UDI #:(B)(4). Device manufacture date: 3/30/2018. The initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zhr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 9614546-2018-01036. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.